Event description:
It was reported that the nicu nurse stated that they were unable to start therapy as the patient temperature (pt) section just reads dashes. They had already changed the esophageal probe and changed the arctic sun device. No patient temperature (pt) reading. They did not have any other style probe available. There was not the proper cable connection to test probe on bedside monitor. Enabled temperature port two and plugged probe in and still only read dashes. They went and got another probe from other lot and did not place it in the patient but took it out of the package and plugged in and still only got dashes. Unsure if there was an issue with the probes or might be the pins on the back of the device were damaged. Suggested contacting other departments in the hospital to see if they could locate another brand of probe. These were philips brand.

Manufacturer narrative:
Correction: d. Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nicu nurse stated that they were unable to start therapy as the patient temperature (pt) section just reads dashes. They had already changed the esophageal probe and changed the arctic sun device. No patient temperature (pt) reading. They did not have any other style probe available. There was not the proper cable connection to test probe on bedside monitor. Enabled temperature port two and plugged probe in and still only read dashes. They went and got another probe from other lot and did not place it in the patient but took it out of the package and plugged in and still only got dashes. Unsure if there was an issue with the probes or might be the pins on the back of the device were damaged. Suggested contacting other departments in the hospital to see if they could locate another brand of probe. These were philips brand. Per follow up information received via task on 03apr2025, it was reported that the device was sent to the biomed team for evaluation. It was discovered that they were using the incorrect probe for the patient and was using an adult probe and needed to use a neonatal probe to obtain the correct temperature for the neonatal patient. The device did not need any repairs and was sent back to the unit. The patient completed therapy on an alternate device and no patient impact was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: b, d, e, f, g, h the reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. Correction: d, e the reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nicu nurse stated that they were unable to start therapy as the patient temperature (pt) section just reads dashes. They had already changed the esophageal probe and changed the arctic sun device. No patient temperature (pt) reading. They did not have any other style probe available. There was not the proper cable connection to test probe on bedside monitor. Enabled temperature port two and plugged probe in and still only read dashes. They went and got another probe from other lot and did not place it in the patient but took it out of the package and plugged in and still only got dashes. Unsure if there was an issue with the probes or might be the pins on the back of the device were damaged. Suggested contacting other departments in the hospital to see if they could locate another brand of probe. These were philips brand. Per follow up information received via task on 03apr2025, it was reported that the device was sent to the biomed team for evaluation. It was discovered that they were using the incorrect probe for the patient and was using an adult probe and needed to use a neonatal probe to obtain the correct temperature for the neonatal patient. The device did not need any repairs and was sent back to the unit. The patient completed therapy on an alternate device and no patient impact was reported.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nicu nurse stated that they were unable to start therapy as the patient temperature (pt) section just reads dashes. They had already changed the esophageal probe and changed the arctic sun device. No patient temperature (pt) reading. They did not have any other style probe available. There was not the proper cable connection to test probe on bedside monitor. Enabled temperature port two and plugged probe in and still only read dashes. They went and got another probe from other lot and did not place it in the patient but took it out of the package and plugged in and still only got dashes. Unsure if there was an issue with the probes or might be the pins on the back of the device were damaged. Suggested contacting other departments in the hospital to see if they could locate another brand of probe. These were philips brand.

Event description:
It was reported that the nicu nurse stated that they were unable to start therapy as the patient temperature (pt) section just reads dashes. They had already changed the esophageal probe and changed the arctic sun device. No patient temperature (pt) reading. They did not have any other style probe available. There was not the proper cable connection to test probe on bedside monitor. Enabled temperature port two and plugged probe in and still only read dashes. They went and got another probe from other lot and did not place it in the patient but took it out of the package and plugged in and still only got dashes. Unsure if there was an issue with the probes or might be the pins on the back of the device were damaged. Suggested contacting other departments in the hospital to see if they could locate another brand of probe. These were philips brand.

Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. They did not have any other style probe available. There was not the proper cable connection to test probe on bedside monitor. Enabled temperature port two and plugged probe in and still only read dashes. They went and got another probe from other lot and did not place it in the patient but took it out of the package and plugged in and still only got dashes. Unsure if there was an issue with the probes or might be the pins on the back of the device were damaged. Suggested contacting other departments in the hospital to see if they could locate another brand of probe. These were philips brand. The lot number for this investigation is unknown. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the lot number is unknown. No additional actions can be taken at this time. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.